Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that problems were experienced taking a patient's invasive pressures and ports 1 and 2 did not function properly. Additional information obtained from the customer revealed that the patient was an emergent case, there was a delay of 15-20 minutes due to troubleshooting efforts, and the patient's ao pressure was never obtained. With merge hemo not capturing physiological data, there is a potential for delay in treatment that results in harm to the patient. However, the customer reported that the procedure was completed successfully by the attending physician using only one (1) pressure line. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 28jun2016. Troubleshooting activities conducted by merge technical support included shipping the customer a replacement v2 4p pb-1000 (patient data module) on 06jun2016. The faulty unit was sent to the manufacturer for evaluation and received by merge healthcare on 09sep2016. The manufacturer's evaluation results showed that the customer's reported problem, pressure ports 1 and 2 did not function, could not be confirmed. No issues were found with the pressure channels. For this reason, conclusion code 71 (no failure detected, device operated within specification) was used. Additionally, the pdm is designed with four (4) pressure channels. When one or more do not function, there are others available for use. This is evidenced by the b5 narrative of the initial report that stated, "the customer reported that the procedure was completed successfully by the attending physician using only one (1) pressure line." Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence in the merge hemo chapter under physio bar, "channel 1 through 4 - allows the user to select a location label for recording invasive pressures. This includes setting up and selecting pressure labels to allow for common recordings to be captured. If a transducer or cable is not connected, the affected channel(s) will be grayed out." Revised information contained in this supplemental report includes the following: h3 - indication device evaluated by manufacturer (correction from initial). H6 - evaluation codes: methods code: 10 actual device evaluated. Results code: 213 no failure detected. Conclusions code: 71 no failure detected, device operated within specification. H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report.